Event description:
The customer reported problems with 12 lead ECG monitoring via the m1663a ECG trunk cable. No pt incident/injury was reported.

Manufacturer narrative:
(B)(4). The customer reported problems with 12 lead ECG monitoring via the m1663a ECG trunk cable. No pt incident/injury was reported. A philips field service engineer (fse) went on site and replaced the trunk cable. The cable was disposed of at the customer site. The cable reported on was about 3 years old and well beyond its warranty period at the time of the reported failure. There was no product malfunction, the failure was related to age/use/wear. No further investigation or action is warranted.